Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A root cause could not be determined due to insufficient information. The software case logs could not be obtained after multiple good faith attempts. The user acknowledges that they will perform an anatomical landmark check to ensure navigational integrity before proceeding with navigation. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
The robot has had 4 misplaced screws in the last week.